Manufacturer narrative:
It is noted hospitalization is now applicable to the event upon further review.

Event description:
Information received via a healthcare professional from a foreign clinical study further specified the patient had an outbreak from mersilene suture left frontal (skin). The patient had felt the suture coming out between the hair. The event resulted in in-patient hospitalization. Etiology was reported as related to the device or therapy and due to surgery/anesthesia. The outcome was updated to resolved without sequelae (B)(6) 2016.

Manufacturer narrative:
Concomitant products: product ID 33872836, lot # b0288401k, implanted: (B)(6) 2004, product type lead; product ID 3708695, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708695, serial # (B)(4), implanted: (B)(6) 2014-, product type extension; product ID 37601, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. (B)(4).

Event description:
A healthcare professional from a clinical study reported that during normal use on (B)(6) 2016 the patient had an outbreak from left frontal suture. Examination was done. A revision of the head wound where the suture had broken out was also to be done on (B)(6) 2016. The outcome was ongoing. The patient was alive with injury. It was unknown if the event was related to the components or procedure and was not related to the device or programming/stimulation. Patient's medical history included smoking and essential tremor.

Event description:
Additional information received reported event was related to the procedure.